Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that the alleged event was caused by product failure. Should add'l info become available and / or the device (s) be returned for eval and an investigation should be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4)considers this case closed. (B)(4).

Event description:
It was reported that the implanted devices were revised because the inflammation of the iliopectineal bursa developed this year. It is also reported that one of the devices that were revised was a zimmer metasul head.